Manufacturer narrative:
This is an initial report. A supplementary report will be filed when the sling bar is returned to the manufacturer for evaluation.

Event description:
Reference to importer report # (B)(4).